Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 215 mg/dl. During troubleshooting, device alarmed no delivery after prime. Insulin did exit with manual prime. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.